Manufacturer narrative:
Device received has only minor scratching on the lcd window. The user is able to see past this easily and navigate through the menus. The middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. The customer stated that display had scratches and it was making hard to read the screen to the customer. The insulin pump will be returned for the analysis.